Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The 99% stenotic lesion being treated was located in the calcified distal right coronary artery (rca). The quantum maverick monorail balloon was being used for post-dilation. The quantum maverick monorail balloon ruptured below rated burst pressure (rbp is 20atms). The number of inflations and to what atms is unk. The procedure was completed with another device, and no pt complications were reported. Pt status was reported as 'good'.